Manufacturer narrative:
Pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl and 93 mg/dl. The customer was treated with manual injection. Customer also stated that the insulin pump had pump error. Customer performed self test and displacement verification test and it was pass. The insulin pump will be returned for analysis.